Manufacturer narrative:
We will submit a final MDR after all the information will have been analyzed and the investigations concluded.

Event description:
Intra-op issue during smr reverse prosthesis implantation occurred on (B)(6) 2018. The issue involved the reverse short humeral body with code 1352.15.005, lot# 1606661, which could not be coupled with the mini stem (code 1304.15.120, lot# 1406327). As a consequence, a standard humeral body has been implanted instead of the short one. It was reported to us that, during the insertion of the stem, the humerus of the patient has been fractured but also that this fracture might have been caused by patient's conditions as well. Event happened in (B)(6).

Manufacturer narrative:
DHR check: we checked the dhrs of the short reverse humeral body (the only involved component which code and lot# are known). No anomalies that could have led to this issue were detected. According to our record, at least 47 short reverse humeral bodies with lot# 1606661 (out of the (B)(4) manufactured) have already been implanted and this is the first and only complaint received on it. Components analysis: we did not receive the components for further analysis as they were not available to be returned to limacorporate (disposed of by the hospital). Without the possibility to analyze the affected components, no deeper investigation is possible other than the check of the manufacturing charts (of the only component which code and lot# are known) very few info are available for this case: the code and lot# of the involved stem are not known and the components were not returned for investigation. Thus, no dimensional nor functional checks can be performed. At this stage, no deeper investigation is possible. Based on the check of the reverse humeral body dhrs only, we cannot classify this issue as product-related. Pms data: limacorporate is aware of only one previous case of intra-op connection problems between a humeral reverse body (code (B)(4)) and a humeral stem. On a total of more than (B)(4) humeral bodies (code (B)(4)) sold ww from 2002, this means a very low occurence rate of (B)(4). About this previous case, after a functional and dimensional test with the returned components, we confirmed that the issue was most probably related to an improper assembly during surgery. No corrective action for this specific case. Limacorporate will continue monitoring the market to promptly detect any future similar issue.

Event description:
Intra-op issue during smr reverse prosthesis implantation occurred on (B)(6) 2018. The issue involved the impossibility to properly connect the short reverse humeral body (code 1352.15.005, lot# 1606661) with the 11 mm mini stem (code and lot not provided to us) that were going to be implanted. According to the info received, during surgery (primary smr reverse) it was not possible to couple them (on the back table). As a consequence, the surgeon decided to switch to the 12mm mini stem (code 1304.15.120, lot# 1406327) + standard reverse humeral body (code 1352.20.010 lot# 1803901) and was able to successfully complete the surgery. It was reported to us that, during the insertion of the stem, the humerus of the patient has been fractured while trying to bury the 12mm stem deeper to allow for the standard reverse humeral body, and cerclage support was applied. It has also been reported that this fracture might have been caused by patient's conditions as well. Event happened in canada.